Event description:
It was reported that during procedure, the subject catheter was prepared according to dfu (directions for use) and once inserted into the introducer sheath and upon inspection, the subject catheter coating was noted to be fatigue. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.